Event description:
Procedure type: unknown. According to the reporter: the needle detached from the suture strand and was lost in the operating field.

Manufacturer narrative:
Date of initial report sent: 10/28/2009.